Event description:
Approximately three years postoperatively, the pt presented with aortic insufficiency. The valve was explanted and during the procedure, a hole in the center of the left coronary cusp was observed as well as a tear along the edge of the same cusp.